Manufacturer narrative:
An investigation is currently underway. Upon completion, a full investigation report shall be provided.

Event description:
The customer's enteral feeding pump was sent to the covidien technical center for service; there was no reported issue with the unit. Upon triage at the technical service center, the pump was found to have no audible alarm.

Manufacturer narrative:
Submit date: 10/12/2016. An investigation of kangaroo epump was performed for the reported condition of; no audible alarm. Initial testing of the unit found that the pump has no audible alarm, therefore, this report will be considered confirmed. The reported failure was due to a component failure on the pcba causing the pump to not alarm. The pump was scrapped. Product kangaroo epump was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.